Event description:
The staff reports that the physician was able to insert the ep catheter without difficulty. However, when the md tried to remove the catheter, it was difficult to do so. Upon removal, the staff could see that the catheter was bent. No patient information is available, although staff report that the procedure was not prolonged and the patient was not harmed. Staff did not feel that the patient's anatomy contributed to the event. The catheter was in reuse cycle 2 of 6. Manufacturer response (as per reporter) for steerable diagnostic ep catheter, polaris x steerable diagnostic ep catheter:the manufacturer was notified by telephone on 6/24/09 and a copy of this report was faxed to them.